Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3877-45, lot# 0204288971, implanted: (B)(6) 2010, product type lead. Product ID 37081-60, serial# (B)(4), implanted: (B)(6) 2010, product type extension.

Event description:
Information was received from a foreign healthcare professional of a clinical study. The implantable neurostimulator (ins) was replaced on (B)(6) 2016 at the start of the study. Prior to the ins replacement, the patient already had high impedance on plots 1 and 3. Because the programs did not use the plot and the patient was fine, no action was taken in regards to the high impedance. After the ins replacement, the same plots had high impedance and there was no change. The event was ongoing. The event was possibly related to the device or therapy, and was not related to the implant procedure. There was no patient complication associated with the event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the clinical site reported that the event was unresolved with no further action planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. A telemetry printout from (B)(6) 2016 was provided which showed that electrode 1 and all pairs that included electrode 1 had impedance greater than 10,000 ohms. All other electrodes and pairs had impedance within normal range. Group impedance for program a1 was also within normal range. The programmed settings were amplitude of 2.7 volts, pulse width of 190 microseconds, rate of 60 hertz, and an electrode configuration with anodes on 4 and 6 and a cathode on 5. Refer to MFR report # 3007566237-2017-04999 for the report of this event for the previously implanted neurostimulator.